Manufacturer narrative:
The patient's attorney alleges that six month post implant the patient was treated for mesh infection and hernia recurrence. To date no medical records have been provided. With the limited information available at this time, an assessment can not be made in regards to the allegations made by the patient's attorney, this complaint is inconclusive. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the device." Additionally, recurrence, which is a known inherent risk of hernia repair surgery, is listed in the adverse reaction section as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
The following is alleged by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery to repair an umbilical hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. On (B)(6) 2014 - the patient underwent an additional surgery to remove the infected perfix plug and repair the recurrent umbilical hernia. The patient's attorney alleges the patient endured additional surgeries to treat mesh-related complications. It is further alleged that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
The patient's attorney alleges that six month post implant the patient was treated for mesh infection and hernia recurrence. To date no medical records have been provided. With the limited information available at this time, an assessment can not be made in regards to the allegations made by the patient's attorney, this complaint is inconclusive. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the device." Additionally, recurrence, which is a known inherent risk of hernia repair surgery, is listed in the adverse reaction section as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. Addendum 1: addendum to the previous information. This supplemental emdr is being sent to correct the date of manufacture for the perfix plug mesh. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum 2: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the information provided, no conclusion can be made. Per medical records provided, post implant of perfix plug, patient was diagnosed with swelling, pain, cellulitis, infection and underwent the removal of mesh. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned.

Event description:
The following is alleged by the patient's attorney: (B)(6) 2013 - the patient underwent surgery to repair an umbilical hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent an additional surgery to remove the infected perfix plug and repair the recurrent umbilical hernia. The patient's attorney alleges the patient endured additional surgeries to treat mesh-related complications. It is further alleged that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: on (B)(6) 2013 - patient was diagnosed with incarcerated umbilical hernia and underwent open repair with the implant of perfix plug . Per operative notes, "the hernia was reduced and a large perfix plug was inserted and sutured". On (B)(6) 2013, patient developed pain, cellulitis, and a small abscess at the umbilicus where previous umbilical hernia repair was performed and started on antibiotics. On (B)(6) 2013, patient was diagnosed with umbilical abscess which was drained. There was no communication between the mesh and the abscess cavity. The anterior abdominal wall and the hernia repair was intact. On (B)(6) 2013, during post op visit patient was diagnosed with nonhealing wound at the umbilicus from an umbilical hernia repair. It keeps draining and is probably an infected suture from the repair. On (B)(6) 2014, patient was diagnosed with infection from umbilical hernia repair and underwent open repair for the removal of infected mesh and umbilical hernia repair. Per operative notes, "the mesh was dissected from the surrounding tissue and totally." Attorney alleges that the patient had abscess, pain, emotional injuries, infections and additional surgical procedure to drain an umbilical abscess, as well as daily wound care for two months after mesh removal.